Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v049183, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having a normal battery replacement on (B)(6) 2019. The patient¿s implantable neurostimulator was showing its elective replacement indicator, and the patient had been experiencing 80% relief with his device but rarely felt the stimulation that was being used 24/7. There was an increased charging interval closer to end of life. The patient wanted to replace the implantable neurostimulator with a rechargeable. Only 3 of the 8 electrodes were functioning. Pre-operatively, it was reviewed that there may be a possible fracture in the lead or extensions as 3 out of the 8 electrodes were within normal limits; however, post-operation with connection to the new implantable neurostimulator, all eight electrodes were within normal limits when connected to the new implantable neurostimulator. The health care provider opted to only replace the implantable neurostimulator. The patient was programmed the same way that he was before replacement, with three electrodes. The patient was getting the ¿unable to reach desired settings¿ screen. Programming was checked and is simple and similar to the pre-existing programming. The patient was going to keep the program on and low to see how it works.

Manufacturer narrative:
Continuation of concomitant products: product ID 399930, lot# v049183, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep). The rep reported that they were able to program th e patient for effective relief so that the patient was able to increase stimulation to provide therapy at the desired settings without seeing the settings not available screen. No further complications were reported.